Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain patient weight but it was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2022-15555. It was reported that patient experienced inadequate stimulation with their scs system. Originally targeted pain pattern for scs system was the left back, pelvis, and tailbone. As a result, surgical intervention was undertaken wherein the entire system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.